Manufacturer narrative:
Additional devices listed in this report: locking screws: 40-35614s/1000165542, 40-35612s/1000153412, 40-35614s/1000165542, 40-35616s/1000141593 x 2, 40-35612s/1000166373. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During variax fibula surgery, the surgeon used the locking screw and plate. When the surgeon inserted the locking screw, the locking screw and plate didn't lock. The surgeon removed the tip of locking screw. When the surgeon removed the screw, metal shavings were seen. The metal shavings were removed and the surgeon finished operation.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded

Event description:
During variax fibula surgery, the surgeon used the locking screw and plate. When the surgeon inserted the locking screw, the locking screw and plate didn't lock. The surgeon removed the tip of locking screw. When the surgeon removed the screw, metal shavings were seen. The metal shavings were removed and the surgeon finished operation.